Event description:
There are two different bags of heparin, different doses, different manufacturers, that look alike. Both are clear with blue and red writing, one is hospira, 1,000units/500 ml and the other b.braun, 25,000uints/500 ml. The nurse hung the wrong heparin dose on a patient. No harm to the patient. The labeling of these two heparin bags is a significant patient concern.